Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had accidentally transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. The customer was able to suspend the bolus before the delivery was completed; however, has approximately 17 units of insulin on board (iob- active insulin in the body). During the time of the call, the customer reported a bg level of 147 mg/dl. Several hours later, during a follow-up call, the customer reported a bg level of 34 mg/dl. The customer stated orange juice and cookies were being consumed to treat bg level. 4 hours later, the customer confirmed bg level had returned to target and that the customer was doing "fine."